Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a moderately calcified femoral artery after an interventional procedure. Reportedly, a "cuff miss occurred." Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not yet complete.